Event description:
It was reported that the fiber cap detached during the prostate procedure. It is unk if the device was inside the patient at the time of the detachment, however, it appears it may have been during use. The location of the cap is unk, however, there was no report of the device remaining inside the patient or that cap retrieval was performed. It was reported that the procedure was completed with a second fiber. It was reported "no damages to the patient".

Manufacturer narrative:
The component codes for fiber and cap are associated with the device code for broke.